Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 09/30/2015. The fse found a loose nut on the blood sampling valve, bsv. He tightened the nut and the instrument ran without any leaks and low vacuum drift errors. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer observed a clear fluid leak of 1 cup from a coulter lh 750 hematology analyzer while running controls. The leak was not contained within the instrument and low vacuum drift error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.